Manufacturer narrative:
On 29-apr-2025: product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head keeps falling off while brushing-oral b power care [device breakage]. Case narrative: consumer e-mail stated that while brushing teeth the brush head keeps falling off no injury was reported.